Event description:
Device malfunction: mislocation. Symptoms/ae: stent deployed outside of target lesion. Time of malfunction/symptoms/ae: during stent deployment, it was reported that during an interventional procedure in a non-tortuous subclavian artery, the absolute 8x20 stent "jumped" during deployment and became deployed about 8mm distal to the target lesion. A second absolute 7x20 stent was advanced and deployed to cover the entire lesion. There were no reported adverse pt effects. No add'l info was available.

Manufacturer narrative:
Eval summary: the stent remains in the pt. The stent delivery system was returned. Eval of the returned device revealed that the outer member sheath was retracted in the expected position for a deployed stent. There were two major kinks protruding deep into the inner braided member and a wrinkle in the shaft. No other abnormalities were observed. Although the incident indicated that the kinks most likely occurred after the procedure, kinks can pinch the inner member braiding, which will affect the thumbwheel's rotation. Kinks may cause the stent to exhibit a jumping appearance when the shaft is being withdrawn and as the shaft straightens out, relieving the stored energy, pushing the stent distally. We were unable to determine a conclusive root cause based on the investigation findings; no info was provided regarding the guide wire support size, advancement technique, pt anatomical morphology and pt disease state that could have contributed to the reported experience. No mfg issue were detected. All absolute catheters are 100% inspected for shaft damage at several operations, 100% inspected of thumbwheel movement and 100% inspected sheath movement. All stents are 100% radial force tested. A review of the device history record did not produce any findings relevant to this report.